Event description:
It was reported to medtronic neurosurgery that the pt developed an infection after a ventricular catheter revision. The ventricular catheter and strata ii snap shunt assembly were explanted and returned for performance evaluation. This report is for the strata ii snap shunt assembly as the ventricular catheter was previously reported.

Manufacturer narrative:
The valve of the assembly was not pt. Proteinaceous debris and bacterial growth were observed in the interior of the valve, which may be occluding flow. The valve did not meet requirements for the leakage test due to a small hole on the reservoir. It is unk how or when this damage occurred. The occlusion precluded the siphon, reflux, pressure-flow, and preimplantation testings. All valves are 100% tested at time of manufacture. The peritoneal catheter of the assembly was not patent, possibly due to proteinaceous debris occluding flow. The occlusion precluded the leakage testing. A review of mfg and sterilization records was not possible as a lot number was not provided. The instructions for use that accompany the device state that shunt obstruction may occur in any of the components of the shunt system. It also states that the system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.